Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter to clear the thrombus in the stented vessel in a retrograde femoral approach. When the tip was retracted to the starting point for the second thrombus removal, the physician holding the catheter felt that the temperature of the catheter was too high, overheated and stopped. During the procedure, the catheter was allegedly damaged. After the catheter was completely removed from the body, it was found that the front end of the catheter was detached but not disconnected. The physician observed that the blood flow had improved compared to the original state, so physician used a 5*4 balloon to dilate the blood vessels.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A physical investigation was performed for the catheter. During physical investigation s catheter was received. The catheter had a hole in the tube at 59 cm from the tip of the catheter. The helix was found broken multiple times, once at 17 cm from the tip of the catheter, at 34 cm from the tip of the catheter, at 35.5 cm from the tip of the catheter and the last break was at 52 cm from the tip of the catheter. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter to clear the thrombus in the stented vessel in a retrograde femoral approach. When the tip was retracted to the starting point for the second thrombus removal, the physician holding the catheter felt that the temperature of the catheter was too high, overheated and stopped. During the procedure, the catheter was allegedly damaged. After the catheter was completely removed from the body, it was found that the front end of the catheter was detached but not disconnected. The physician observed that the blood flow had improved compared to the original state, so physician used a 5*4 balloon to dilate the blood vessels.